Event description:
The distributor contacted heartsine to report that their device failed to detect patient and failed to progress past apply pads during patient event. Failure to progress past apply pads may delay or prevent defibrillation therapy. There was a patient involved in the event, however there was no impact to the patient as a second AED was available to be used during the event.

Manufacturer narrative:
Heartsine contacted the customer to request additional information on the patient. The customer provided heartsine with the available patient information. Patient fields in which information is not provided were intentionally left blank. Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Manufacturer narrative:
Heartsine's investigation of the device found no fault on the returned device. Information from the device memory log confirmed that the device continued to prompt 'apply pads¿ throughout the event but an in-range patient impedance was not detected. As no fault was found on the returned device, it is possible that the reported fault was attributed to user error. This user error may have been a pad-pak fitment issue or incorrect pad placement. The device shall be retained by heartsine. The customer was provided with a replacement device.

Event description:
The distributor contacted heartsine to report that their device failed to detect patient and failed to progress past apply pads during patient event. Failure to progress past apply pads may delay or prevent defibrillation therapy. There was patient involved in the event, however there was no impact to the patient as a second AED was available to be used during the event.